Event description:
Reportedly, the subject programmer suddenly shutdown and reboot in loop. Preliminary analysis of the returned programmer revealed that the reported issue could be linked to a real time clock (rtc) issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer suddenly shutdown and reboot in loop. Preliminary analysis of the returned programmer revealed that the reported issue could be linked to a real time clock (rtc) issue.